Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery and failed battery test. Customer did not perform troubleshooting for no delivery alarm. The insulin battery compartment had crack. Customer cannot recall their blood glucose reading. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected failed battery alarm anomalies noted. Device received with broken battery tube threads and cracked case at the display window corners (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected failed battery alarm anomalies noted. Insulin pump received with broken battery tube threads and cracked case at the display window corners. (B)(4).